Event description:
The customer reported that they treated a patient using the al13030001-fletcher-suit-delcos-style applicator wit the al07344000-titanium cervical stop. The customer stated that this patient experienced an ulceration at the same place where the scratch was noticed on the first patient (details on first incident filed under MFR report #9612638-2013-00012). The bleeding stopped and they reported that the patient is now doing well.

Manufacturer narrative:
This issue remains under investigation. The affected part has not been returned from the site. Once the part is received, it will be evaluated. A follow-up report will be filed once the investigation is complete.